Event description:
A pharmacist reported that during a cataract with iol (intraocular lens) implant procedure, bubbles were noticed in the tubing and the machine became blocked. The case was completed with another cassette following a five minute delay. There was no pt impact.

Manufacturer narrative:
The customer's complaint history was reviewed for the period of one year, this is one of eight complaints reported for this issue. This is one of eight complaints for the finish goods lot for this issue. The order was built and released per spec. The customer did not retain a sample for this complaint report, functional testing could not be conducted. Without a sample, it is not possible to isolate the root cause. This is the eighth of eight reports of this facility. (B)(4).